Manufacturer narrative:
Patient weight not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an electrode and probe placement procedure, the surgeon alleged an inaccuracy occurred. The site made a software update to their airo scanner, the framelink software on the navigation system could no longer correctly auto-recognize the frame. The surgeon could manually select the correct frame, however, felt less accurate than before. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The threshold intensities were below 1400 and manual selection resolved the issue as designed. The software functioned as designed.

Manufacturer narrative:
A medtronic representative reported that the correct toolcard and correct frame were added to the software. The issue has to do with the exams coming from the airo. The rep confirmed that they had adjusted the. Dicom_settings file for many different pixel offset settings with no resolution. The rep returned the exams for further engineering analysis.